Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of keratitis, observed on a patient's right eye at day three post lasik treatment. This issue was initially reported as involving the left eye only; however, upon follow up, the reporter indicated the report should have reflected the event as bilateral. Reporter indicated patient was placed on increased topical steroid eye drops and oral steroid dose therapy. Patient was noted as having discomfort. Upon follow up, the reporter indicated the patient was noted to have herpetic history by consulting physician. Reporter confirmed the patient keratitis issue was resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report was filed for the fellow eye.